Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap of all the samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.